Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The pump was received with cracked case at display window corners, display window, reservoir tube, and reservoir tube window and battery tube threads. The pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer treated the highs with IV and manual injections. The customer declined to troubleshoot the device at this time.